Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. A failed leak test was observed due to a puncture on the cable unit. Therefore, it was determined that there was provisional flooding inside the device causing the image to not display on the interim. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that packing cab was chipping and that there was a puncture on the cable. The device failed the leak test and the rear cover label was faded. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus, that the 4k autoclavable camera head stopped working during the procedure. The device was unplugged and plugged back in which worked for a couple of minutes. The device then stopped working again. There were no reports of patient harm associated with the event.